Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# va0tbv3007, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
The rep stated that (B)(6) 2015 was actually a surgery consult appointment and not a re-implantation date. The doctor was sending the patient to see infectious disease prior to re-implantation to avoid post-operative complications. The surgery was not yet scheduled. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported the entire system was explanted due to the midline incision opening. The patient stated that he had a system by a different manufacturer prior and his body rejected it also resulting in explant. Possible paddle lead implant was discussed, but no action was planned. When the midline incision opened, the patient had some drainage. There was no fever or redness. The patient was alive without injury, but the issue had not resolved at the time of the report. The device was to be replaced in the future by a manufacturer¿s product.

Event description:
Additional information received from the manufacturer representative reported that the patient was scheduled for re-implant on (B)(6) 2015, and he will be getting a paddle lead. No outcome was reported for this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), product type: lead. (B)(4).